Event description:
Subsequently, the device was explanted and returned for analysis. No adverse effects were reported during the replacement procedure.

Manufacturer narrative:
(B)(4). Upon explant and receipt, this device will undergo detailed analysis and this report will updated upon completion of analysis

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. External visual inspection of the device noted no anomalies. Engineers verified that the device was at beginning of life (bol) and had a reported voltage of 2.843 volts. While implanted, the device had not declared a fault code 1003 (battery voltage too low for projected remaining capacity), however, technical services had recommended product replacement due to a low battery voltage. A series of automated electrical/functional tests were conducted and no issues with the device¿s ability to deliver therapy were observed; basic sensing, pacing and shocking functions of the device were verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device¿s battery. Low voltage capacitors are used in the device¿s high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors can result in a high current drain, which can deplete a device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is not a part of the identified population.

Event description:
As part of an analysis to review the safety architecture low voltage alert (code 1003), battery voltage data was pulled from the remote patient monitoring system. During our analysis, this device was identified as demonstrating evidence of premature battery depletion that could potentially lead to compromised therapy if not addressed in a timely manner. Boston scientific technical services proactively reached out to the field representative to notify them of this finding and recommend device replacement. At this time, the device remains implanted and no adverse patient effects were reported.